Manufacturer narrative:
Additional information received by smiths medical on 13-jul-2020 that there was no patient involved. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with battery door missing. Event history log review was performed and found evidence of reported problem. Visual inspection attached disposables cassette and performed functional testing. Investigation unable to duplicate customer?s reported problem and the device passed all functional tests. According to the investigation, the reported problem was caused by user error because the device functions as per specs and error might have originated due to improper use of the device when loading the cassette. The investigation reported that no action required, and all functional testing performed passed. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm. No reported adverse effects.